Event description:
The customer stated that a false positive architect bhcg result of 417.86 miu/ml was generated for a patient sample ((B)(6)) that retested negative at <1.20 miu/ml in duplicate. The sample was tested at a reference laboratory and the result was negative at <2.00 miu/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
Customer returns were not available for investigation. An abbott field service representative inspected the architect i2000sr analyzer and did not identify any issues as the likley cause of the discrepant result. Review of quality metrics did not identify any similar issues. Review of historical complaints associated with the architect b-hcg assay and architect b-hcg reagent lot 33907ui00 was performed. No adverse trends, non-statistical trends or atypical complaint activity was identified. A review of labeling concluded that the issue is sufficiently addressed. Based on the data available and the results of this investigation, no malfunction or deficiency of the architect i2000sr instrument could be identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).